Event description:
The customer's wife reported that less than a day after the pod was activated, her daughter's blood glucose reached 335 mg/dl. She felt around the adhesive tape and it was all wet. She then noticed that the cannula had dislodged from the infusion site. The caller stated that the device had been discarded.

Manufacturer narrative:
The device was discarded and will not be returned for eval. The caller reported that adhesive was wet and that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.